Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer initially called to report that she had high blood glucose and has changed the infusion set three times. Customer stated that she was able to bring the blood glucose down with a manual injection. Customer mentioned that she was hospitalized in intensive care unit 3 years ago due to high blood glucose levels. The blood glucose was 600 mg/dl at the time of admission. Customer stated that she had chest pains and trouble breading prior to hospitalization. Nothing further was reported.